Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2024-07205. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on three lead contacts and x-rays confirmed that the lead migrated and pulled out of the ipg. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3: date of event is estimated. Reporter phone number: (B)(6).